Event description:
It was reported that the patient's blood glucose levels rose to 19 mmol/l (342 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported that the cannula had become dislodged from the infusion site (abdomen) and that the pod was leaking insulin. The pod has been discarded by the patient. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.